Event description:
It was reported that at implant, due to the patient's difficult congenital anatomy, a stable position with acceptable pacing thresholds could not be found. Two leads were attempted, neither were used, and a new lead was implanted. No patient complications have been reported as a result of this event.it was reported that at implant, due to the patient's difficult congenital anatomy, a stable position with acceptable pacing thresholds cold not be found. Two lead were attempted, neither were used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner insulation was kinked/buckled, there was blood in/on the helix mechanism and the lead appeared damage at implant.

Event description:
It was reported that at implant, due to the patient's difficult congenital anatomy, a stable position with acceptable pacing thresholds could not be found. Two leads were attempted, neither were used, and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.